Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the keypad covered was removed from the pump and evidence of contamination was found under all of the button contacts. There was no physical damage observed on the keypad. The ok button symbol was found to be worn off. The up arrow, down arrow and ok buttons responded appropriately. The contrast button was found to have an intermittent response and required multiple button presses. During investigation, a hole was observed in the audio bolus button but functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.